Event description:
It was reported that about six weeks ago an end user began to develop some superficial skin loss beneath her wafer. It was also reported that leaking is occurring almost daily. The end users father is a dermatologist and treated the area with karaya and nystatin powder. It was further reported that the area has not improved.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. It was started the end user was crusting the area with nystatin and karaya powder due to a change of convexity. The end users father stated he was hoping to have his daughter seen by a wound ostomy continence nurse, but instead he has gotten advice from one over the phone. It was also reported that the wound ostomy continence nurses name and number would be forwarded via email, however no additional info has been obtain at this time. Proper skin care was reviewed and instructions were given on crusting, stomahesive wafer use and convexity. The end user father stated he does not know exact date the event began and does not have lot numbers. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware. (B)(4).